Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported that during an unrelated surgical procedure patients lead was cut and partially removed. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein remaining portion of lead was removed to address the issue. During the procedure it was noticed that patients ipg had liquid inside of the header, as a result patients ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.